Manufacturer narrative:
(B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of (B)(4). (B)(4) was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent a pegj replacement due to a buried bumper syndrome.